Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. The pump was returned to the manufacturer for evaluation, but the evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The evaluation revealed a deposition in the outlet stator. The deposition surrounding the bearing ball within the proximal side of the outlet stator and its lack of laminated layering indicates that it did not initially form in the outlet stator. There was no evidence of lamination or denaturing, and there were no contact marks on the rotor to indicate that it was present in the pump while the pump was supporting the patient. Although a cause for the development of the observed thrombus could not be conclusively determined through this evaluation, it could have contributed to the reported elevated lactate dehydrogenase and hemolysis. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: high ld, + ramp study suspecting pump thrombosis, urgent transplant. Additional information also indicated hemolysis, abnormal pump parameters and intravenous anticoagulation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2015 due to tea colored urine and a lactate dehydrogenase level of 1954u/l. The patient¿s international normalized ratio (inr) was 2.6 but the sample was hemolyzed; therefore the inr result was in question. The patient was started on heparin and was upgraded to status 1a on the transplant list due to the hemolysis. The patient received a transplant on (B)(6) 2015.